Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was utilizing one pt line extension in combination with an integrated homechoice set. After the prime cycle was complete the home pt stated that they noted "blotches of air" in the pt line tubing. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.